Manufacturer narrative:
(B)(4). Batch # l53d1w. The analysis results found that the long45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a prostatectomy procedure, the device it was closed down and fired but it would not open up once it was fired. They had to pry the jaws open by squeezing the handle apart. They were done using the instrument. There were no adverse consequences for the patient.